Event description:
Follow up information reported that the patient's device experienced a power-on reset (por) condition on her ins. After several attempts from home, the patient still couldn't get the battery to restart. The patient is scheduled to undergo replacement surgery. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the patient had no stimulation sensation following a 4 falls in 2011. She last felt stimulation after the 4th fall in (B)(6) or (B)(6) 2011. She also had coupling/communication issues and an overdischarge condition on her implantable neurostimulator (ins). She last had a successful recharging session 6 to 12 months ago. She had not visited with her physician since the reported falls. Additional information was requested, but was not available at the time of this report.

Event description:
Follow up information reported that the patient did have her ins battery replaced and two new extensions implanted. The patient was reported as doing well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3998, lot #v011406, implanted: (B)(6) 2006, explanted: na, extension model 3708340, serial # (B)(4), implanted: (B)(6) 2006, explanted: na, extension model 3708340, serial # (B)(4), implanted: (B)(6) 2006, explanted: na, recharger model 37752, serial # unknown, programmer model 37743, serial # (B)(4).

Manufacturer narrative:
(B)(4)